Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that her blood glucose reached 391 mg/dl and that the cannula was bent. The pod was discarded.